Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. The physician inserted the rf wire in and up to the superior vena cava (svc). He then went to back load the watchman sheath and versacross connect dilator over the wire and it would not advance over the back end of the wire. Physician stated that the wire was raised at the proximal end and wouldn't allow for any exchanges over it. Thus, a new versacross connect was opened and the transseptal procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.